Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient called their doctor after three days and they got it going to resolve the por.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a cardiac test to recheck her heart and she turned her stimulation down to 0.0. The patient programmer first showed poor communication, but then power on reset (por) came up. It was confirmed that the patient had a recent medical test or environmental exposure. There were no symptoms or further complications reported or anticipated.